Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The patient would be monitored.

Event description:
It was reported that the patient presented to clinic after having symptoms of pre-syncope. The pulse generator exhibited loss of ventricular capture. The patient would be monitored.